Manufacturer narrative:
Follow-up # 1 ¿ (10/12/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/1/2013 and 10/3/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/28/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/9/2013 and 10/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 12pm. The patient reported obtaining readings of ¿134mg/dl¿ on the lfs meter compared to ¿107mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013 at 12:30pm she increased her usual dosage of medication. The patient reported 15 minutes later she developed symptoms of ¿dizzy, blurred vision, weak and disoriented.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirm the subject meter was in the correct unit of measurement and an approved sample site for testing. The patient was found to be using the correct testing steps. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she increased her usual dose of medication and developed symptoms suggestive of an acute complication of diabetes.